Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (51 mg/dl) earlier in the day. The customer consumed a glucose tab to stabilize bg level. The customer was not completely sure but believes excessive exercise to have contributed to the low bg. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.